Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the signal artifact monitor disabled the minute ventilation feature of the pacemaker due to right ventricular lead (non-boston scientific product) pace impedance greater than 3,000 ohms. The subsequent unipolar setting resulted in noise which was sensed and caused some pacing inhibition. The pacemaker remains in service and no adverse patient effects were reported. Additionally, technical services recommended programming the pacemaker system to bipolar sensing and unipolar pacing as well as keeping the minute ventilation feature turned off and performing in-clinic maneuvers and tests. The pacemaker system remains in service.

Event description:
It was reported that the signal artifact monitor disabled the minute ventilation feature of the pacemaker due to right ventricular (rv) pace impedance greater than 3,000 ohms. The subsequent unipolar setting resulted in noise which was sensed and caused pacing inhibition. The pacemaker remains in service and no adverse patient effects were reported.